Manufacturer narrative:
Complaint (B)(4). A date of event could not be obtained from the customer. No samples were provided by the customer. No pictures were provided by the customer. No material numbers were provided by the customer. No batch numbers were provided by the customer. No further information or clarification was provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible.the cause of the event cannot be determined.

Event description:
Customer states needlestick occurred when needle didn't fully go into safety even after the click was heard. This happened several weeks ago. Item and package were not saved. No photos taken.